Event description:
It was reported that the bed controls were not working properly as the motor shaft was bent, and the lift may have been stuck in an elevated position. No patient injury was reported and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed controls were not working properly as the motor shaft was bent, and the lift may have been stuck in an elevated position. Further investigation determined the fowler was elevated and electrically inoperable. This will result in caregiver annoyance; however, it is not likely to harm the patient as the manual CPR release was functional to lower the fowler manually, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the bed controls were not working properly as the motor shaft was bent, and the lift may have been stuck in an elevated position. No patient injury was reported and no clinically relevant delay in treatment was reported.